Event description:
The customer reported a fluid leak of approximately 5ml from behind the rockerbed on a coulter lh 750 hematology analyzer. The customer could not locate the source of the leak. The leak was contained within the instrument. Error messages were reported, but were unrelated to the event. The instrument was considered inoperable, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found cut tubing at pinch valve vl54. He replaced the tubing at vl54, which fixed the leak. The repairs were verified per established service procedures. (B)(4).